Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump touch screen was "bright and had lines going through it". Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 280 mg/dl.